Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows a patient with double fracture at t11 and t12, extreme kyphosis at the thoracolumbar junction and likely conus compression with stenosis. Osteoporosis is noted. Treatment was decompression, kyphoplasty at t11 and attempted stabilization from t11 to l1. Initial films show residual kyphosis and malposition of instrumentation. Ultimate revision was carried out with extension of fusion mass and cement augmentation of screws from t10 to l3. This nicely corrects the kyphosis. And spans the thoracolumbar junction. Initial surgical instrumentation was improperly placed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.